Event description:
Customer reported having issues with inaccurate readings. Customer stated the sensor readings were showing 65 mg/dl and blood glucose was 165 mg/dl. The insulin pump went into threshold suspend since feature is set to 70 mg/dl. Customer does not exhibit any symptoms of low blood glucose. Customer was advised how to properly calibrated the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.